Event description:
It was reported that during shunt percutaneous transluminal angioplasty (pta) procedure, a cutting balloon blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous left forearm shunt. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon otw was selected and advanced to treat the target lesion. During the procedure, the device was inflated 5 times at 4atm, 6atm, 6atm, 6atm, and 6atm, respectively. The device was then removed from the patient and it was then noted that the blade was partially lifted. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during shunt percutaneous transluminal angioplasty (pta) procedure, a cutting balloon blade was lifted. The 90% stenosed target lesion was located in the moderately tortuous left forearm shunt. A 5.00mm x 2.0cm x 50cm peripheral cutting balloon otw was selected and advanced to treat the target lesion. During the procedure, the device was inflated 5 times at 4atm, 6atm, 6atm, 6atm, and 6atm, respectively. The device was then removed from the patient and it was then noted that the blade was partially lifted. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Visual examination of the returned device identified no kinks or damage along the length of the shaft. An examination of the balloon found that 1cm of a blade was lifted from its proximal edge. A microscopic examination of this site found that the pad remained on the balloon. No leaks were noted in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).